Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver a large enough food bolus to compensate for the carbohydrates consumed in a meal. Reportedly, the customer's blood glucose (bg) level was above 200 mg/dl. To address bg level, the customer went through the load process; however, the customer was on the wrong menu and began a fill tubing instead of a fill cannula. The customer disconnected the tubing from the infusion site immediately; however, inadvertently delivered 4 units of insulin to themselves during the fill tubing process prior to disconnection. Reportedly, the insulin that was delivered accidentally brought the customer's bg level down to target range. In addition, review of the pump data by tandem's technical support confirmed the reported event. Reportedly, the customer may have accidentally re-entered the cartridge change step of the load process. The customer was able to complete the load process and resume insulin delivery.